Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. Customer¿s blood glucose level was 100-200 mg/dl. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.